Event description:
It was reported via a phone call from the risk manager to the complaint management department that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The m.d. Inserted the iab via a sheath in the patient¿s right femoral artery. Approximately 45 minutes after intra-aortic balloon pump (iabp) therapy began, the pump alarmed ¿high pressure¿ alarm. There was no blood noted in the driveline tubing. The m.d. Removed the iab and sheath as one unit and inserted another iab using the same insertion site. There was no reported patient death or injury. There was a delay/interruption in iabp therapy for the timeframe required to prep and insert the iab successfully. Medical/surgical intervention was not required. There were no reported patient complications and the patient outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.